Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected during visual inspection. The pump was received with the case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump did not power on anymore. The customer¿s blood glucose was unknown. Customer reported that the insulin pump had crack in case and on battery compartment the insulin pump will be returned for analysis.